Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, after opening a ngage nitinol stone extractor from the packaging, the basket could not be opened. The device did not make patient contact. The user changed to a new device to complete the procedure. No adverse effects were reported due to the alleged malfunction.

Manufacturer narrative:
Event description: as reported, after opening a ngage nitinol stone extractor from the packaging, the basket could not be opened. The device did not make patient contact. The user changed to a new device to complete the procedure. No adverse effects were reported due to the alleged malfunction. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. One ngage nitinol stone extractor was returned for investigation with the handle in the open position and the basket formation in the closed position. The mlla [male luer lock adapter] was loose. The collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.2 cm in length. There were kinks in basket sheath 40 cm and 87.5 cm from the distal tip. A functional test determined the handle did not actuate basket formation. The support sheath and basket sheath were detached. Glue was visible on the basket sheath. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that was closed and could not be opened. The basket sheath and orange support sheath had separated, preventing the motion of the handle from functioning the basket. Glue residue was observed on the basket sheath, indicating the sheath joint was properly manufactured. The cause for the sheath separation could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.